Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that she pressed the act and escape buttons, and replaced the battery, but the error alarm would not clear. Customer reported that the buttons on the insulin pump's keypad may have been pressed for three minutes or longer. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.